Manufacturer narrative:
Additional narrative: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) of right proximal ulna on (B)(6) 2017. After that the patient complained of stiffness and so the surgeon had to do the revision surgery for removal of the plate and screws. The plate and the screws were intact and there was no malfunction with the device. The revision surgery was successfully completed without any surgical delay. The patient was stable after the surgery. This report is for one (1) 3.5mm cortex screw self-tapping 20mm. (B)(4).